Event description:
It is reported the end-user experienced reddened peristomal skin for several months.

Manufacturer narrative:
Initially his physician felt it was from chemotherapeutic and biologic medication. The end-user has tried nystop antifungal powder (nystatin topical) and adhesive spray. Wear time for the wafer has been less than 24 hours due to previously used flat barriers. The end-user was seen by his ostomy nurse last week who started convex wafers. Skin care was reviewed. The end-user was advised to use the stomahesive powder and crusting technique. A moldable device was discussed. Samples will be sent to try, including powder and belt. The end-user's wife will call back if no improvement. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected and the lot number was not provided. Should additional info become available, a follow-up report will be submitted.